Event description:
It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the patient's implantable cardioverter defibrillator was oversensing far-field r-waves, which lead to inappropriate automatic mode switch. No intervention was performed. The patient was stable.